Event description:
The customer reported that the insulin pump had a button error alarm. The customer stated that she went to bolus and the numbers on the screen were ramping. Customer stated that she removed and replaced the battery, then the button error alarm was displayed. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 153 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. No numbers were ramping during testing or scroll bar moving anomaly. The device minor scratches on the display window, cracked display window corners, cracked case display window corners, and cracked reservoir tub lip.